Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the target lesion was the proximal rca with no tortuosity, no calcified, and 95% stenosis. The vison was delivered to the proximal rca and was inflated to 12 atm 30 seconds. The stent was unable to be confirmed with cine; therefore ivus was performed. The stent was not located with ivus, so the sds (stent delivery system) was removed from the patient's body and checked, but the stent was not mounted on the balloon. The guiding catheter was also checked, but there was no stent on it. Finally, the stent was found at the place the preparation. The stent was on the protective cover and the stylet. There was no resistance when the physician removed the sds from the sheath. The procedure was completed after another company's stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood and contrast in the inflation lumen and balloon. The stent had dislodged from the balloon and was returned separated from the balloon and in the returned packaging. There was no blood or contrast visible on or in the stent. There was a bend in the stent between the seventh and eighth row of distal struts. There was no other damage noted to the stent. The balloon was loosely folded. There were crimp marks on the balloon between the markers. The tip was slightly twisted 2 mm proximal to the distal tip of the catheter. There was a kink in the shaft 2.5 cm proximal to the proximal seal. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the catheter. The protective sheath and stylet were also returned. There was no blood or contrast visible on the sheath or stylet. The sheath and stylet were bent 4 cm proximal to the distal end of the stylet. The distal end of the sheath was tapered 3 mm proximal to the distal end of the sheath for a length of 12 mm. The tip seal length was measured and met manufacturing criteria. The stent outer diameters were measured with a laser micrometer and were all oversized. The inner diameter of the distal end of the protective sheath and proximal end were also measured. Due to blood being present in the inflation lumen and balloon, the catheter was pressurized to 16 atm to determine if a leak was present. A new indeflator was filled with water and the catheter was pressurized to 16atm and the catheter held pressure and there were no leaks noted. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis confirmed that the balloon was returned loosely folded with blood and contrast in the inflation lumen and balloon. This is consistent with the report that the catheter was placed in the body and inflated. Analysis also confirmed that the stent dislodged, as it was returned not on the balloon, but with the sheath and stylet in the returned packaging. However, there were crimp marks present on the balloon, between the radiopaque markers, indicating that the stent was properly positioned at the time of manufacture. Additionally, the inner diameter of the protective sheath met specification. The stent outer diameter dimension was outside of the manufacturing specification, however, because stent crimped outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Other potential causes for this type of event, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, but from the case information and returned device analysis, this does not appear to be a manufacturing related issue, but a definitive root cause for the stent dislodgement in this case cannot be determined. Performance engineering will monitor the incident circumstances. It should be noted that the IFU recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. All stent delivery systems are 100% visually inspected on-line for stent placement and security. This MDR is considered closed by the product performance group.